Event description:
It was reported by the affiliate that during a lap cholecystectomy procedure, the nurse was checking the trocar before giving it to the surgeon and the stopcock dislodged from its housing. More than one trocar was checked to find out if it was faulty with the result that another three were faulty. Twenty two devices returning. Complaint ID: none given.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.